Event description:
The distributor contacted animas on (B)(6) 2013 alleging the text on the display was dim and faded. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation could not confirm or duplicate the complaint. The contrast setting was set at 3; investigators increased the contrast to the maximum setting of 10. The display was fully functional with no signs of fading or discoloration.